Event description:
Discordant, falsely low third generation tsh (3gtsh) results were obtained on two patient samples on the immulite 2000 instrument using kit lot 563. It is unknown if the discordant result was reported to the physician(s) for one patient. The discordant result was reported to the physician(s) for the second patient, who was treated due to the falsely low 3gtsh result. There are no reports of patient intervention or adverse health consequences for one patient. The second patient was treated methimazole due to the falsely low 3gtsh results. There were no reports of adverse health consequences due to the discordant, falsely low 3gtsh results.

Manufacturer narrative:
The cause of the falsely low 3gtsh results is unknown. Siemens is investigating this issue.

Manufacturer narrative:
(B)(4). Siemens has investigated the incidence of falsely low 3gtsh results and discovered that there is a rare instance of undetectable variant tsh that occurs in a small quantity of patients. An urgent field safety notice, ufsn (B)(4), and important product safety information (B)(4): "undetectable thyroid-stimulating hormone (tsh) results due to tsh variant", which is applicable to advia centaur, dimension, dimension vista, and immulite systems, was sent to customers in may 2013. The cause of the falsely low 3gtsh result is undetectable variant tsh.